Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that for the last 3 weeks they have been having to charge their implant multiple times a day and they're having a hard time. Patient is requesting for a manufacturer representative (rep) for an adjustment/reprogramming. Patient stated they charged twice a day and their device battery runs out really fast. Patient stated that they feel like it's ending the charge too soon.